Manufacturer narrative:
Corrections: product information including: lot number, catalog number, expiration date, and UDI number updated to reflect the event unit versus the top level kit (previously listed). Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. Although the root cause could not be determined, the balloon leakage may have been attributed to high thermal activity of the cutting wire, which could have caused the balloon to rupture, as was seen in other similar events. The hazard analysis for this device was reviewed and it was determined that the risk levels remain unchanged and acceptable. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from applied medical team member, march 8, 2016: "the balloon was not inspected or tested by inflation before being inserted into the patient. It is unknown what volume the balloons were inflated to. The product did not inflate with air. The ratio of contrast fluid to sterile water was 50/50. Saline was not used to inflate the catheter. The balloons ruptured after the device was fired. Energy was used through the device prior to the incident for about 30 seconds. The device was not twisted when being inserted into the patient. There were no other devices used with the acucise system. The tissue was cut, but only for less than 30 seconds. The green coating on the cutting wire was still attached after removal. There are no pictures of the incident device.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown- "balloon did not insufflate and was unable to provide a tompande for proper closure of the defect. - balloon procedural pack includes 3 contents : acucise endopyelotomy system ref: b1005 lot 1240324. Forbe axp access sheath ref b7016 lot # 1233530. Sureseal lot # 1219538." Patient status - "good."